Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment issues were encountered. The location of the target lesion was not specified. The physician attempted to adjust the rotational speed of the rotablator burr by rotating the dial of the rotablator console however it was noted that it was difficult to raise the speed. Additionally, after approximately ten turns of the dial, the speed dropped suddenly. The physician was able to "gropingly" adjust the speed to complete the procedure with this console. There were no patient complications reported and the patient's status is listed as good

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment issues were encountered. The location of the target lesion was not specified. The physician attempted to adjust the rotational speed of the rotablator burr by rotating the dial of the rotablator console however it was noted that it was difficult to raise the speed. Additionally, after approximately ten turns of the dial, the speed dropped suddenly. The physician was able to gropingly adjust the speed to complete the procedure with this console. There were no patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: functional testings of the returned device revealed that the turbine pressure knob is slightly loose, and the rotational speed abruptly drops approximately 37 krpm from maximum of 216 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).